Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during postdilatation in the external iliac artery, the fox plus balloon was successfully inflated to 10 atmospheres. During the third inflation, the balloon ruptured at 12 atmospheres. The device was removed and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.